Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It has been reported that the implanted pacemaker had experienced an electrical reset. The device was reset with a programmer. There were no patient complications reported as a result of this event.